Manufacturer narrative:
The report of elevations in pump power and flow was confirmed through the evaluation of the submitted log file, however, a specific cause for the changes in pump parameters and for the reported elevated lactate dehydrogenase could not be conclusively determined. The log file captured multiple power elevations in the range of 9-11.4w with corresponding estimated flow elevations. A majority of these power elevations occurred during pi events. Despite the captured elevations in power and flow, the system showed device operation above the low speed limit for the duration of the log file with no other atypical events captured. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced elevated pump power and flow estimation reading since (B)(6) 2017, and that the patient¿s lactate dehydrogenase level (ldh) was 1638 u/l. The patient was otherwise asymptomatic. The submitted log file was reviewed by the manufacturer¿s technical services representative and revealed transient pump power and flow estimation elevations. On (B)(6) 2017, it was reported that the patient was clinically stable, and the ldh level had slowly decreased to around 600 u/l. The ramp echocardiogram revealed that the left ventricle size changed with lvad speed changes, and the aortic valve closed at higher pump speeds. The patient was anticoagulated and listed for cardiac transplant. No additional information was provided.